Event description:
Jet ventilator circuit heater malfunction caused overheating. Circuit was changed and overheating problem was not resolved. Ventilator was exchanged. Patient required manual ventilation during circuit change and ventilator exchange. Faulty ventilator will be sent to biomed for inspection.